Manufacturer narrative:
Analysis was able to confirm the epg was missing all three encoder nuts causing there to be no contact with the main printed circuit board (pcb). The device did not operate as expected due to the missing parts. The main pcb was replaced as a preventative measure and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outputs on the external pulse generator (epg) were out of calibration. It was noted that the light emitting diode (led) screen was not appearing. The epg was returned for service. There was no patient involvement.